Event description:
On (B)(6) 2013, the lay user/patient in the united kingdom contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feeling/ normal result(s). The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests four times a day and manages her diabetes with humulin s insulin (sliding scale; based on her blood glucose reading and food intake). The patient's normal blood glucose range is 6-9mmol/l. The patient alleged that in the evening on (B)(6), 2013, (time unclear) she obtained a blood glucose reading of '20.7mmol/l' with the subject meter. It is not clear, however, what action the patient took in response to the reported result. According to the patient, approximately three hours later her husband found her unconscious. Prior to contacting the emergency medical services (ems), the patient indicated her husband did not attempt to administer any form of treatment and it is not clear if her husband tested her blood glucose with the subject meter. At approximately 9:45pm that evening, the patient reportedly obtained a blood glucose reading of '1.8mmol/l' with the ems's meter and was administered an IV glucose drip as treatment. The patient denied receiving any other form of medical intervention; the patient's symptom abated an unknown time later. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.